Event description:
It was reported to philips that the ceiling mounted radiation protection shield fell off. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the ceiling-mounted radiation protection shield had fallen off. To resolve the issue, the rse instructed the customer to adjust the ceiling radiation shield. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.